Manufacturer narrative:
Clinical representative was made aware that an implanted patient was experiencing an infection at the receiver pocket. After a follow-up appointment with the implanting clinician, it was determined the patient was experiencing an erosion. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, the patient engaging in strenuous physical activity, implanting a non-sterile device, and the patient picking at the wound have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, it was noted that the erosion could be related to the patient being elderly and having thin skin. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used for the treatment of pain. The cause of erosion was due to patient being a poor candidate due to health, weight, age, or and clinician electing to proceed with the known potential risk.

Event description:
Clinical representative was made aware that an implanted patient was experiencing an infection at the receiver pocket.